Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recharging frequency did not match the patient¿s settings. No malfunction was reportedly seen and no cause of the issue was determined. The rate was reportedly lowered and the patient was going to see if that lengthened the recharging interval. It was further noted that therapy was effective and that charging every 2 days was a burden on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported the patient had telemetry issues. It was also reported the patient's device had been in overdischarge for two years due to patient compliance. The antenna locate feature was used and it did not result in a power-on reset (por). It was later reported the patient's device didn't pick up a charge, but after one and a half physician mode recharge (pmr) sessions, normal charging resumed. It was stated that upon clearing the por, the device did not indicate an overdischarge. The patient had a loss of stimulation and their device was reprogrammed. Reportedly, the patient was happy with good stimulation. A few months later, it was reported the patient was charging more than expected. It was also reported the patient felt the implantable neurostimulator (ins) getting hot while recharging since their device was overdischarged in (B)(6) 2013. It was unknown whether the patient saw the thermometer symbol on their recharger. It was later reported a longevity calculation was performed to estimate the ins battery life. It was noted the end of service (eos) estimate was 3.22 years when using continuous stimulation 18 hours per day. It was also reported the "recharge interval eol (end of life)" calculation when the amplitude was set at 5.1volts was 14.63 days. The same day, it was reported the patient had to recharge their device every other day for the past month and they typically had four coupling bars. It was noted the first month after the overdischarge the patient was recharging every 4-5 days. It was reported a longevity calculation was performed and impedances were checked. Reportedly the patient was using approximately 50-75% of the battery. It was also noted there were open circuits detected on electrodes 2 and 7, but they were not used in programming. All other impedances were reported to be within normal range.

Event description:
Additional information received found it was further reported the ¿whole battery is draining down every two days.¿ it was reported the patient was only able to get coupling of four squares.